Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported to technical support that on (B)(6) 2022 they got a false positive result sn (B)(4) with cartridge lot 20140i on the cue covid-19 test for home and over the counter (otc). Customer also reported two negative cue covid-19 test for home and over the counter (otc) results, date unspecified. Customer stated that pcr result on (B)(6) 2022 was negative, brand unknown.